Manufacturer narrative:
(B)(4). The recipient's device was reportedly explanted due to the electrode array not being inserted into the cochlea. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the new device. This is the final report.

Manufacturer narrative:
The explanted device was reportedly discarded by the hospital and will not be returned to the company. A review of the device history record noted rework.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.